Manufacturer narrative:
The investigation of automated impella controller (aic) - buzzer/ alarm inaudible has been completed. The console logs from the reported day of event did not contain any information relevant to the reported issue. The console was received for investigation where it was extensively tested. We were unable to reproduce any audible anomaly, including one that would match specific problem description. The cause of the issue was not determined since issue could not be reproduced. B.5 additional information was received, and abiomed's medical safety officer review was completed. B.1 revised from the initial manufacturer device report number 1220648-2025-26023 to reflect both adverse event and product problem. B.2 revised from the initial manufacturer device report number 1220648-2025-26023 to reflect death and date of death. E.1 fax number was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26023. H.1 revised from the initial manufacturer device report number 1220648-2025-26023 to reflect death. H.6 revised from the initial manufacturer device report number 1220648-2025-26023 to reflect death.

Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review there is not enough evidence to exclude the automated impella controller (aic) as an associated factor in the patient's outcome.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported while supporting a patient implanted with an impella 5.5 device, the automated impella controller (aic) alarm noise was very low and making a different sound than normal. A silent hum was observed rather than the number beep the aic makes for white informational alarm. The stated plan is to return the aic for repair after the patient completes the impella 5.5 mechanical circulatory support. There was no harm to the patient as a result of this event with not report or indication of uninterrupted support.